Event description:
The customer reported, the system was shutting down intermittently. The control panel was not working.

Manufacturer narrative:
(B) (4). The ge service rep spoke with the customer and learned that the control panel did not do mag modes, rotate image, or collimate. She rebooted the unit and it is working fine. The service rep went to the facility and found that the problem was intermittent and couldn't duplicate the problem. He replaced the tech processor board and tested the unit. The mag modes, collimator iris, rotate, collimator blades, and all buttons work on the control panel. The system is working as intended.